Manufacturer narrative:
UDI and device serial number/lot number are unknown. A device history record (DHR) review was not conducted due to lot number was not available. A product sample was received for evaluation. Visual and functional testing were performed. It was confirmed that the catheter was cut diagonally at a point of about 32 cm from the cover. Elongation and whitening were observed at the tip of the fracture surface of the catheter. The root cause of the reported issue was found that it is highly probable that the catheter was damaged due to contact with scissors during use.

Event description:
It was reported that during the use of the product, the catheter got torn outside the patient's body at a point approximately 20 to 30 cm away from the connector. No patient injury reported.